Manufacturer narrative:
The controller and batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. These included clinical event, visual & functional testing and controller log analysis. Functional analysis of the batteries revealed that four of the six returned batteries failed to meet the performance specification due to a failed cell; however, the premature power source change complaint could not be confirmed. An internal investigation (CAPA) has been opened to address the issue. No additional information will be forthcoming. This is one of four reports (3007042319-2013-00185, 00186, 00187 and 00188) submitted for devices related to the same event.

Event description:
Six months after heartware lvad implantation. The patient experienced power source change in the controller earlier than expected. The controller and batteries were removed from the patient and a new controller and a set of batteries were supplied from hospital stock. No harm or injury to the patient was reported as a result of this incident.